Event description:
On (B)(6) 2012, it was reported that this same screen freeze event happened with the physician's older software reported on manufacturer report # 1644487-2010-02437. The screen freezes mainly the first time the handheld is switched on, after a generator is interrogated. The screen freezes on the parameters screen (interrogation successful) and doesn't respond to tapping the buttons. The physician reported that if left, after approximately 5 minutes, he can get a response and proceed with follow-up normally. However, if he removes and re-inserts the flashcard and switches the handheld off and on again, the screen is not frozen. They tried soft and hard resets and removing and reinserting the flashcard solved the issue.

Event description:
It was reported by a physician that his handheld computer, intermittently freezes on the first screen and the issue is resolved by removing and re-inserting the flashcard. The event was reported to begin at the initial consultations. At the moment the physician will not return the handheld as he will remain using it; hence no analysis is expected.

Manufacturer narrative:
Device manufacture date; corrected data: inadvertently listed wrong manufacture date on initial report.

Manufacturer narrative:
.